Event description:
A cartridge change error was reported involving a pump. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support to remove the cartridge, inspect and clean the relevant areas, and ensure proper attachment and loading, which allowed them to successfully complete the process and resume insulin delivery.